Event description:
On (B)(6) 2010, the pt was implanted with a trial scs sys. When the pt came in to have the extension removed, the doctor cut the header off the extension and the nurse then pulled from the end of the extension that was connected to the trial stimulator to remove the body of the device. When the extension was pulled out, half of the lead body had exposed wires. It is believed that the sheath for the exposed half of the body is still in the pt. The doctor proceeded with implanting the permanent sys in the pt. The ipg was implanted and connected to the existing lead.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 29 mg/dl, 191 mg/dl, and 64 mg/dl. Customer consumed a small bowl of ice cream then went to the emergency room (ER) to have his blood sugar tested. Customer reportedly received result of 170 mg/dl the advantage system and 86 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.